Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (charge profile fault flags) has been confirmed. Upon investigation the monitor failed testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's software flag files showed charge profile fault flags.